Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the lids of the device opened while working on the patient. Per complaint reporter there was no harm for patient, operator or third party. No further information received. ***update avoe 23-jun-2025 it was confirmed that the error occurred on the (B)(6) 2025 during a chavron surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated/extended usage in the field. The manufacturing date is 2022.